Manufacturer narrative:
H2: correcting the aware date for the previous report submitted on 2021-sep-22. Corrected aware date is from 2021-jun-07 to 2021-sep-08. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that no fault found. The system then passed the system checkout and was found to be fully functional. Logs were received and analysis was found in sw- analysis determined this issue is consistent with the following known software issue. Concomitant medical products: product ID: 9735740, serial/lot #: version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for a type sacroiliac and thoracolumbar (t12-l3 fusion). It was reported that the representative was in an imaging case and did a total of 3 spins. The first spin transferred normally and was navigated. They did a second spin and she said the spin was aborted and gave a message that the imaging tracker was not visible. They went to do a third spin and completed it, but it would not transfer to the stealth. They were also unable to manually push to the stealth. Further troubleshooting noted that they looked at both images on the imaging system and one had a nav tag on it and the other did not. The navigation system verified that it worked normally and manual transfer of the image was successfully. There was no harm to the patient present and the delay was less than an hour. On (B)(6) 2021 (rep): the document contained no new information. The system logs were unavailable, confirmed by site. On (B)(6) 2021 (B)(4) update (rep): the document contained no new information.